Event description:
It was reported that patient experienced cgm error 42. There was no reported impact to the customer¿s blood glucose level. Customer support attempted to call patient twice without success, then sent email to schedule follow-up call for the next day or another convenient time. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, a response from the customer was not received.